Event description:
Potential noise seen on hmsc recording from (B)(6) 2022. Capture morphology in this recording looks very different than previous recordings. Intermittent double counting of the ra event can be seen. A full lead evaluation was recommended. Pacing amplitude has fluctuated between 1v and 3v since december 2021. Sensing has trended low with a few value populating <0.5mv in (B)(6) 2022. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.